Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas 6000 c (501) module. The initial na result was 170 mmol/l. The result was reported outside of the laboratory. The doctor questioned the result and the same was repeated. The repeat result was 142 mmol/l. The repeat result was deemed correct. The na electrode lot and expiration date were requested but not provided.

Manufacturer narrative:
Calibration was last performed on 18-apr-2023. Multiple calibration errors were noted. Qc recovery was initially high outside of the acceptable range on the day of the event and was repeated within range. The customer replaced the internal standard and the na electrode and performed an ise check. The field service engineer (fse) found that the rinse tubing was leaking due to a broken bracket. The tubing bracket was ordered and replaced. The fse replaced the nozzle vacuum tubing, replaced the kcl reagent, primed and conditioned the ises, and performed an ise check successfully. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.